Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had reservoir leak. The customer¿s blood glucose level was 200 mg/dl at the time of the incident. Customer stated that the pump was exposed to moisture. The leak was in the reservoir compartment. After troubleshooting, customer was advised the reservoir will be replaced. The reservoir will be returned for analysis